Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. (B)(4) sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel and the air/water channel of the device. The testing result cleared the german guideline. The service department of (B)(4) checked the subject device and found followings; the adhesive of the bending section rubber was worn and had a gap. The angulation had too much play/the angulation did not meet specification. The flexibility adjustment of the bending section cannot be activated. The insertion tube had scratches, dents and creases. The bending section had dents and damage. The objective lens had damaged. The light guide lens had damaged. The distal end cover was burned. The insulation of distal end was too low. The inside of channel was damaged. The connector was damaged. The leakage was occurred on the connector. The boot was damaged. The grip of control body was cracked the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected in the sample collected from the air/water channel of the subject device. First time; (B)(6), 2021. Pseudomonas aeruginosa (7 cfu). Second time; (B)(6) 2021. 1st result: the sample was collected on (B)(6) 2021. Pseudomonas aeruginosa (110 cfu). Coagulase negative staphylococcus (1 cfu). 2nd result: the sample was collected on (B)(6) 2021. Pseudomonas aeruginosa (>300 cfu). The device had been reprocessed with a non-olympus (cantel medical) automated endoscope reprocessor medivator advantage plus, using peracetic acid. There was no report of infection associated with this report.